Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-01. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. The cause of the reported failure could not be determined since no foreign matter was observed in the samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that a syringe 20ml ll tip conv pak had missing label information and foreign matter before use. The following was reported by the initial reporter: "it was reported that there was hair in the seal and the lot# was missing. Verbatim: this report is to make bd aware the trend of bd pharmacy tray quality issue. Please see details as below. Quote I would like to make you aware of a possible manufacture defect trend observed. We have noticed multiple syringe trays from bd with missing variable data information on packaging. I would also like to make you aware of one occurrence, where hair was found inside the sterile barrier. I have listed the most recent occurrence below. Please feel free to review the spreadsheet at your convenience."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 20ml ll tip conv pak had missing label information and foreign matter before use. The following was reported by the initial reporter: "it was reported that there was hair in the seal and the lot# was missing. Verbatim: this report is to make bd aware the trend of bd pharmacy tray quality issue. Please see details as below. Quote I would like to make you aware of a possible manufacture defect trend observed. We have noticed multiple syringe trays from bd with missing variable data information on packaging. I would also like to make you aware of one occurrence, where hair was found inside the sterile barrier. I have listed the most recent occurrence below. Please feel free to review the spreadsheet at your convenience."